Manufacturer narrative:
It was reported that leakage occurred with the syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. Three (3) boxes of unused product were returned for evaluation and fifteen (15) samples were randomly chosen for evaluation. Visual inspection revealed no manufacturing defects preventing the samples from working properly. Functional testing was performed by filling the samples with fluid and then emptying them. None of the samples leaked or cracked and the reported problem/issue was not confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that leakage occurred with the syringe.